Manufacturer narrative:
This report is based solely on device analysis. There is no information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed an in vivo outer insulation breach.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. The patient is deceased and expired approximately six years nine months post lead implant. Additional information was received and indicated the death was unrelated to the out of specification finding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.